Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. A malformed clip was returned in a bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a fibula free flap mandibulectomy procedure, the clip was formed and subsequent clip misfired. The second clip fell off the vessel and did not form properly. This happened twice. Case completed with another device of the same product code. There were no patient consequences reported. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.